Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot verioiq owner's manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012, at 6:30pm. The patient reported using non adjusting insulin (unknown type) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012, at 6:30pm she had symptoms of being dizzy and nauseated. The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca determined that this was the first time the meter had been used. Replacement products were sent to the patient. The subject meter was returned to lfs and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter failed testing, however the error was not reproducible. There is no indication that the subject meter caused or contributed to a serious injury. The patient's alleged symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca as well as the findings from (B)(4).

Manufacturer narrative:
((B)(4) 2012) device evaluation: the subject meter was returned to lfs and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter failed testing, however, the error was not reproducible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.